Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma- late.

Event description:
Patient reported "discomfort and dull pain¿, ¿redness in the area of right breast implant¿, ¿worried about recent recall¿, and ¿it's difficult to breathe deeply¿. Patient additionally reported "dizziness", unrelated to the device. Device remains implanted.